Event description:
It was reported that during a ptca/stent procedure to treat a diffuse lesion in the right coronary artery, after deploying two stents to treat the distal and mid right coronary artery, the physician attempted to deploy the stent in the proximal right coronary artery near the ostium. The initial predilation attempt, with another co's dilatation catheter, was unsuccessful. The physician successfully predilated with a guidant dilatation catheter. The stent delivery system (sds) was unable to cross the lesion and the physician deployed the stent proximal to the intended site. Angiography was peformed, and the deployed stent was not visible. The stent was not located. An additional stent was deployed to treat the proximal right coronary artery. The pt was reported to be doing well as of the date of this report.